Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) approximately 3 years post-implant and was thus explanted. It was reported that this patient had 12 episodes of nonsustained ventricular tachycardia (nsvt) and 1 episode of vt since implant and that the patient is not pacemaker-dependent. It was further noted that the patient suffers from atrial fibrillation (af) and that the pacing and sensing measurements were within normal ranges.